Manufacturer narrative:
The device was evaluated at the user location. A faulty solenoid valve was permitting cold water to transfer to the warm water reservoir. The solenoid was replaced and the device functioned normally.

Event description:
During cardiopulmonary bypass surgery, the user reported that the temperature control system did not warm the patient's blood quickly enough. There were no adverse consequences to the patient as a result of this event.